Event description:
Spontaneous case was reported by a physician and describes the occurrence of medical device removal ("hysterectomy") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced weight decreased ("patient lost 61 pounds"), alopecia ("hair loss"), vomiting ("vomiting"), arthralgia ("joint pain") and urine analysis abnormal ("high levels of nickel in her urine"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had bilateral tubal ligation and hysterectomy surgery). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the weight decreased, alopecia, vomiting, arthralgia and urine analysis abnormal had resolved. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, medical device removal, urine analysis abnormal, vomiting and weight decreased with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("hysterectomy") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida (g3) and parity (p3). Concurrent conditions included body mass index decreased. In 2010, the patient had essure inserted. On (B)(6)2018, the patient was found to have weight decreased ("patient lost 61 pounds") and urine analysis abnormal ("high levels of nickel in her urine / nickel measured in urine") and experienced alopecia ("hair loss"), vomiting ("vomiting") and arthralgia ("joint pain"). On (B)(6)2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), migraine ("migraine") and back pain ("back pain"). The patient was treated with surgery (had bilateral tubal ligation and laproscopic hysterectomy surgery). Essure was removed on (B)(6)2018. On (B)(6)2018, the weight decreased, alopecia, vomiting, arthralgia and urine analysis abnormal had resolved. At the time of the report, the medical device removal outcome was unknown and the fatigue, migraine and back pain had resolved. The reporter provided no causality assessment for alopecia, arthralgia, medical device removal, urine analysis abnormal, vomiting and weight decreased with essure. The reporter considered back pain, fatigue and migraine to be related to essure. The reporter commented: total laproscopic hysterectomy was performed at the patient's request and due to medical reasons. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: irms received: events: fatigue, migraine, back pan were added. Medical history added. Event outcome was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.